Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d2b. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, "it was reported that on unknown date, the patient underwent a surgery via tha with a competitor¿s products. After the surgery, on (B)(6) 2024, the patient underwent a revision tha due to periprosthetic femoral fracture. In the revision surgery, a competitor¿s long cement stem was used. The cement in question was being injected under anesthesiology supervision, but blood pressure dropped around 9 minutes after injection. A cardiologist also rushed to the scene, but the patient died as it was." Product description: vmp endurance 80g, product code: 3172080, lot number: 4127351, manufacturing date: 03-apr-2023, expiry date: 31-mar-2025, quantity: (B)(4). There was 1 non-conformance on this lot. On review of the applicable ncs none have been identified which would contribute to the complaint event. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description: vmp endurance 80g, product code: 3172080, lot number: 4127351, manufacturing date: 03-apr-2023, expiry date: 31-mar-2025, quantity: (B)(4). There was 1 non-conformance on this lot. On review of the applicable ncs none have been identified which would contribute to the complaint event. Device history review: review of the DHR has confirmed that there were no process issues documented that could contribute to the event described.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent a surgery via tha with a competitor¿s products. After the surgery, on (B)(6) 2024, the patient underwent a revision tha due to periprosthetic femoral fracture. In the revision surgery, a competitor¿s long cement stem was used. The cement in question was being injected under anesthesiology supervision, but blood pressure dropped around 9 minutes after injection. A cardiologist also rushed to the scene, but the patient died as it was. The surgery was completed with no surgical delay. Blood clots, pulmonary emboli, etc. Are under confirmation.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: did decreased blood pressure occur just after starting the injection of endurance bone cements? Yes. Has the surgeon commented on the causal relationship between jj product and the patient¿s death? No. The surgeon considers it a health hazard relating to cements, not a specific one by jj product. Are there any additional reports from the surgeon about the root cause of the death? The surgeon assumes that it was related to the advanced age and primary illness of a patient.